Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number remains unknown. According to the gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: stroke.

Event description:
The following article was presented on the conference ¿ ¿the 47th annual meeting of the (B)(6)¿ on (B)(6) 2017. Akihiro mizuno et al, ¿treatment outcome of endovascular procedure for arch aneurysm patients in our hospital¿. Between july 2007 and july 2016, 85 patients underwent thoracic endovascular aortic repair with debranching. A gore® tag® thoracic endoprosthesis or a conformable gore® tag® thoracic endoprosthesis was implanted in 14 patients. It was presented that cerebral infarction was developed in two patients treated with a gore® tag® thoracic endoprosthesis and one patient treated with a conformable gore® tag® thoracic endoprosthesis. No further information was available.

Manufacturer narrative:
A copy of the article was attached.